Event description:
A caller reported occlusion alarms. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.